Event description:
This report summarizes twenty malfunction events. A review of the events indicated that model mc1820 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the twenty events, fifteen did not involve patients, and five involved patients with no reported patient injury for all events. The age, weight, and gender were not provided for the five patients. Patient information provided for the rest of the procedures had an age range of 41-67 years of age, and weight range of 51-80 kgs. Eight female and three male patients were among the reported patients. The rest of the patient genders were not reported.

Event description:
This report summarizes twenty malfunction events. A review of the events indicated that model mc1820 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the twenty events, fifteen did not involve patients, and five involved patients with no reported patient injury for all events. The age, weight, and gender were not provided for the five patients. Patient information provided for the rest of the procedures had an age range of 41-67 years of age, and weight range of 51-80 kgs. Eight female and three male patients were among the reported patients. The rest of the patient genders were not reported.

Manufacturer narrative:
H10: for the reported malfunctions, lot numbers were provided and lot history reviews were performed. For sixteen of the twenty reported events, the device was returned. Of the 16 devices returned, two were confirmed for self-activation. Six malfunctions identified self-activation. Seven malfunctions were inconclusive for self-activation. Failure to prime was identified for four of the devices. For one of the malfunctions reported, the product catalog was updated to mc1825. The investigation is currently pending for one of the devices.

Event description:
This report summarizes 20 malfunctions. A review of the reported information indicated that model mc1820 . Biopsy instrument allegedly self-activated. These reports were received from various sources. Of the nineteen events, 15 did not involve patients, and five involved patients with no reported patient injury for all events. The age, weight, and gender were not provided for the nine patients. Patient information provided for the rest of the procedures had an age range of 41-61 years of age, and weight range of 51-80 kgs. Eight female and three male patients were among the reported patients. The rest of the patient age, weight and gender were not reported.

Manufacturer narrative:
For the reported malfunctions, 19 lot numbers were provided and lot history reviews were performed. For 16 of the 19 reported events, the device was returned. Of the 16 devices returned, seven were confirmed for self-activation. Four malfunctions were confirmed for failure to prime. Four malfunctions were inconclusive for self-activation. One malfunction was unconfirmed for self-activation. For one of the malfunctions reported, the product catalog was updated to mc1825. A root cause has not been determined. The devices were labeled for single use. (Recn2091, recn1634, recn0654, recn0653, recz2164, recv4068, unknown). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.